Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the elective replacement indicator (eri) triggered earlier than expected for the device. It was determined that the battery voltage exceeded the level at which eri is normally triggered, indicating a false trigger. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.